Event description:
It was reported by service report that the fowler had no functions and cannot be lowered. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.